Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated from female luer engagement and blood leaked. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: date of event. Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "carefusion maxplus (minibore) extension set came apart while in use at a non-connector site. The patient had unnecessary bleeding before it was noticed by family or rn. Defective equipment was given to central sterile processing department (cspd) who will be contacting the manufacturer and returning the defective tubing to them."

Manufacturer narrative:
The customer¿s report of separated tubing was confirmed. Visual inspection showed that the tubing was completely torn apart/severed directly below the maxplus valve. The cut resembled damage from a sharp object. No functional or dimensional testing was performed as the set was received completely damaged. The root cause of the cut was not identified.